Manufacturer narrative:
At the time of the call, it was reported that there was a possibility that the customer's leg may need to be amputated. However, a follow up with the contact was unable to confirm if the leg was amputated.

Event description:
At the time of the call, it was reported that there was a possibility that the customer's leg may need to be amputated. However, a follow up with the contact was unable to confirm if the leg was amputated.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for surgery to remove gangrene from the foot. After the procedure the customer was placed on intravenous drip with antibiotics. The contact alleged that the infection was exacerbated by the customer's diabetes and may/may not be the cause of the gangrene. Reportedly, there were no issues with the pump or supplies. It was noted that the customer's blood glucose (bg) levels were stable and that the bg level was not a contributing factor to the hospitalization. A follow up with the contact indicated that the customer was released from the hospital on (B)(6) 2016; however, the contact could not remember the exact date. It was noted that the customer was currently off of the pump while being treated for an unspecified reason.